Event description:
A giraffe spot phototherapy light dropped down and caused a reddened area on the pt's abdomen. The light was approx. 6"-8" from the pt. The light was free standing and not attached to a bed. The unit was tested by an ohmeda medical engineer and no problems were found. No other information was available from the hospital.